Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements. Threshold, amplitude, and shock lead impedance measurements were noted to be within normal limits and noise could not be created with isometrics. A boston scientific technical services (ts) discussed that the lead could be monitored until the device was scheduled to be changed out in approximately one year. No adverse patient effects were reported. This lead remains in service.